Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: int urogynecol j. 2006; 17(2): s171¿s359. (B)(4).

Event description:
Journal article title : a prospective randomized trial using gynemesh *ps for the repair of anterior vaginal wall prolapse. The study was undertaken to compare the efficacy and complication rates of the repair of anterior vaginal wall prolapse reinforced with and without a tension-free polypropylene gynemesh ps mesh (ethicon). Between february 2004 and july 2005, a total of 108 consecutive patients with a grade 3 (n 53) or grade 4 (n 55) cystourethrocele were enrolled in the prospective study. The patients were randomly assigned to standard anterior colporrhaphy with gynemesh ps mesh (ethicon; n-54) or with no mesh (n-54). At the 6 months follow-up in the gynemesh group, reported complication included recurrent anterior vaginal wall prolapse (n-3) and mesh erosion (n-3). It was concluded that the gynemesh ps mesh had reduced the recurrence rate of cystourethrocele. However, this is not statistically significant. An adequately powered trial is needed for further evaluation of the role of gynemesh in cystourethrocele repair.